Manufacturer narrative:
The device has not been returned to greatbatch. When the device is received, an investigation will be completed and a supplemental medwatch 3500a emdr will be submitted. Multiple attempts were made to receive the lot number of the reported device to document the manufacture date without success. (B)(4). Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the universal joint is broken. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The device was returned to greatbatch for evaluation. The reported failure stated the device the universal joint was broken. However from visual inspection it was found the distal universal joint was has malfunctioned (functional issue, not a fracture) as it was almost completely seized in one (1) direction. No functional issues were noted on the proximal universal joint. There were minimal signs of wear on the device. A manufacturing review was performed and did not reveal any discrepancies. The cause of the reported event is unknown. No further investigation is required.